Manufacturer narrative:
The insulin pump was received with an intermittent esc and act button response due to a flattened button dome switch. The j2 connector on the lcd board was inspected and no anomaly was found. The unit had a cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer called to report that she lost her transmitter and needed a replacement. The customer's blood glucose level was unknown. The insulin pump was returned for analysis.